Event description:
It was reported by service report that the fowler was drifting down. The customer could not determine if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - fowler brake.